Event description:
It was reported that when the device was used during a laparoscopic procedure video demonstration, the device would not fire the staples entirely, meanwhile the knife could not move back to fire again. Another device was used to complete the case. There was no consequence to the patient.